Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number under d4. Additional information, this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 01 april 2026 against "lot number 6011678 and similar malfunction codes: occlusion in the tubing and/or tubing connectors - blockage, occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded), tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched).the review confirmed that lot 6011678 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 01 april 2026 against "lot number" criteria equal 6011678 and similar malfunction codes occlusion in the tubing and/or tubing connectors - blockage, occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded), tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched). The count of complaints is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6011678 was manufactured according to the work instruction (wi) version 100 and manufactured in the multivac m14 on 20 february 2025 with a total of 30,000 units. The welding, of the lot 5b03015 was manufactured according to the wi version 34 and manufactured in the welder machine ls24 - ls25, on 19 february 2025, with a total of 30,900 units. The welding, of the lot 5b03014 was manufactured according to the wi version 34 and manufactured in the welder machine ls24 - ls25, on 17 february 2025, with a total of 30,900 units. The sub-assembly gluing connector, of the lot 5b02913 was manufactured according to the wi version 37 and manufactured in the gluing machine 03, on 19 february 2025, with a total of 31,360 units. The sub-assembly gluing connector, of the lot 5b00041 was manufactured according to the wi version 37 and manufactured in the gluing machine 03, on 10 february 2025, with a total of 31,360 units. The sub-assembly gluing connector, of the lot 5b00046 was manufactured according to the wi version 37 and manufactured in the gluing machine 03, on 16 febraury 2025, with a total of 31,360 units. The sub-assembly gluing connector, of the lot 5b02914 was manufactured according to the wi version 37 and manufactured in the gluing machine 03, on 19 february 2025, with a total of 31,360 units. The sub-assembly gluing of tubing, of the lot 5a02602 was manufactured according to the wi version 66 and manufactured in the gluing machine sc05 - sc06, on 20 february 2025, with a total of 30,900 units. The sub-assembly gluing of tubing, of the lot 4h05765 was manufactured according to the wi version 66 and manufactured in the gluing machine sc06, on 20 february 2025, with a total of 30,900 units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following, a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6011678 and related malfunction codes for occlusion in the tubing and/or tubing connectors - blockage. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026. The blockage was in the tubing. No further information available.